Event description:
It was reported that once stapled, it was observed several staples on the distal collar. It was necessary to reinforce the suture by separated stitches. Gas test was negative. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2023. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Was the staple line complete? 2. Were there any staples missing from the staple line? 3. Did the device cut? 4. Was the cut line fully circumferential around the target tissue? 5. If the device fully cut, were both tissue donuts present? 6. If the device fully cut, were both donuts complete? 7. Could you please clarify if there were any patient consequences? 8. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: 1 staple line was complete. Probably only one of the two lines. I had never seen so many staples remaining, after stapling, on a circular device. 2 it was not very clear but probably not on a line, test looks negative. I have to make a reinforcement around the suture with separate stitches. 3 yes, he cut well. 4 the line was correct around the fabric. 5 both flanges were present. 6 both flanges were complete. 7 no consequences. 8 the only change was the separate stitches around the suture and a few more days of parenteral nutrition and digestive rest. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the distal collar? Was the cut line fully circumferential with staples missing or part of a row missing? It was reported that ¿many staples remaining.¿ remaining where? Are the ¿flanges¿ referring to the donuts? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2023. Additional information was requested, and the following was received: what is the distal collar? The distal collar is the small circular segment in the shape of a washer, of the operating piece, which is cut for the device and which corresponds in this case to the rectum; the one that stays closer to the middle of the device. Was the cut line fully circumferential with staples missing or part of a row missing? The line of cut was complete with staples, fold and free, around the entire circumference. It was reported that ¿many staples remaining.¿ remaining where? The staples were around the section line, not attached (loose). Did the patient receive any preoperative chemotherapy or radiation? No preoperative radio or chemotherapy. What healthcare professional fired the device and what is his/her experience with the device? Yes, surgeon accustomed for years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The green indicator was at the bottom (maximum closing). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? 15 seconds long awaited as we have always done. Was the device difficult to close? No difficulty to close the device. Was the device difficult to fire? Easy to trigger device. How many counter-clockwise revolutions of the adjusting knob were used to open the device? A turn and a half turn. Did the healthcare professional receive audible & tactile feedback when firing the device? Audible and tactile feedback, clearly seen, when the device is triggered. Was a complete transection of the white breakaway washer visually confirmed? Complete section visually confirmed. Were there any issues noted with staple formation at any point throughout the care of the patient? Patient care after surgery was unremarkable. What is the current patient status? Correct state without problems at the level of its anastomosis. Discharge at home around a week after the surgery.

Manufacturer narrative:
(B)(4). Date sent: 04/27/2023. Additional information was requested, and the following was received: what does the surgeon use to create the proximal purse string? A purse stringer purstring - single use h11: corrected data : investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. Only the anvil half washer was returned and there were no staples present, indicating that the device achieved a full firing stroke. However, some unknown malformed staples were returned around the anvil shaft. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the staples noted around the anvil shaft, belong to the medtronic purse string that is created prior to firing the device and do not belong to the returned device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, leakage from the staple line, and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Date sent: 04/10/2023. D4: batch # 946a06. Additional information was requested, and the following was found: are the ¿flanges¿ referring to the donuts? Yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. However some malformed staples were returned around the anvil shaft. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although the returned staples were found to be malformed, no conclusion could be reached as to the cause of the staple malformation. The instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. A manufacturing record evaluation was performed for the finished device batch number 946a06, and no non-conformances were identified.